Event description:
It was reported that the procedure was to treat the right popliteal artery with no anatomical abnormalities. The supera self expanding stent system (sess) was placed and deployment was attempted but the stent did not come completely out of the shaft. The sess was removed and the stent was found still connected. A new supera sess was used to complete the procedure without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the supera stent completely failed to deploy. The thumbwheel was kind of loose. The vessel diameter was 4.3 mm, atherectomy was not used and a 5x40 mm balloon was used to prepare the vessel. No additional information was provided. Based on the new information received, this event would not have been reportable; however, since the initial report has already been filed, this event must remain reportable.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported break/loose thumbslide was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure. Interaction/manipulation of the device likely resulted in the noted bent ratchet stem thus likely contributing to the reported difficulties. The reported break/loose thumbslide was not confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right popliteal artery with no anatomical abnormalities. The supera self expanding stent system (sess) was placed and deployment was attempted but the stent did not come completely out of the shaft. The sess was removed and the stent was found still connected. A new supera sess was used to complete the procedure without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.